Event description:
Event description cpi received information that this bipolar lead model 4261 was capped and abandoned due to loss of ventricular capture. A bipolar lead model 4269 was also capped due to a cut in insulation.